Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance and high pacing threshold which led to failure to capture. The ra lead was not used. The physician continued to use the second ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.